Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d4, d8, d9, and h3. The olympus field service engineer (fse) was onsite to inspect and repair the monitors. The fse found one bad wire from the robot to connector plate on equipment boom. The fse cut existing ends off, installed new connectors, and there was a video image on all monitors. Based on the results of the investigation, it¿s likely the flickering of the display image was due to a faulty wire. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a laparoscopic procedure, the high-definition lcd monitor had a flickering display, five days after a hardware job was completed. It was noted, the intended procedure was completed and there was no harm or user injury reported due to the event. This is part two of three related events. (Patient identifiers: (B)(6) and (B)(6) reflect similar events that happened at different unknown dates).

Manufacturer narrative:
The serial number has not been provided. An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse could not duplicate the reported issue. The fse checked all video connections and wires and could not find any issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.